Event description:
The hospital nurse called to report that the piston in the insulin pump was not moving forward. Found that the customer was hospitalized for diabetic ketoacidosis. The nurse reported a blood glucose reading of 187 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and displacement tests. The nurse was unable to run the high pressure test. The customer later called and asked to have the insulin pump replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.